Manufacturer narrative:
Investigation conclusion are summarized in the engineering report attached (refer to (B)(4)).

Event description:
User reported signs of damage to the sterile primary packaging (blister) before use. No patient was involved.

Event description:
User reported signs of damage to the sterile primary packaging (blister) before use. No patient was involved.

Manufacturer narrative:
Additional information related to the event will be available after completion of investigation activities, which would be addressed in a follow-up report.